Event description:
It was reported that during journey ii users group meeting doctor. Mentioned that he had a tibia bone fracture during use of the new xr tibia posterior punch.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the root cause of the reported tibial fracture is reportedly due to the posterior tibial keel punch per the complaint description but could not be confirmed as no clinical documentation was provided; however, currently unable to rule out the product design as a possible contributing factor to the reported event. The patient impact beyond the reported tibial fracture, possible extended hospitalization and a rehab/convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.